Event description:
The manufacturer received information that a dreamstation st30 device is returning due to a patient passing away. There is no allegation that the device contributed to the death. The complaint reviewed by the clinical expert and the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. Therefore, based on available information the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.